Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Date of event is unknown. Customer reported a smartsite valve leaked during nicu infusion of an unspecified solution. No patient harm was reported. Though requested, no additional information was available.